Event description:
A physician reported that during a cataract procedure an ophthalmic procedure pack exhibited aspiration and irrigation failure. A significant plume of debris emanated and persisted in the eye. Procedure was completed by replacing the cassette. Postoperatively a patient experienced corneal burn resulted in wound leakage which was sutured. The leak was persisted, and the surgeon replaced the suture and introduced a large air bubble within the anterior chamber. On the next follow up visit the patient had a very shallow anterior chamber with an aqueous leak from the main wound. Upon close examination, the suture placement appeared to be accurate. The vision remains unimproved with a prolonged hypotony. The wound was sealed utilizing a bandage contact lens, refilled the anterior chamber and implemented aqueous suppression also reduced and eventually ceased the administration of post-operative steroid drops. As the patient continued to experience an aqueous leak after eleven days of the surgery. Surgeon performed a secondary surgical intervention on this patient, entailing the placement of two new sutures, anterior chamber reformation, the introduction of a large anterior chamber bubble, and the application of a tisseal glue patch and bandage contact lens to seal the wound. Post operatively the patient's eye remains intact, and the surgeon plans to remove the contact lens later this week to assess the absence of any leaks.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).